Event description:
On (B)(6) 2009, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. Previous medical history includes treatment of an abdominal aortic aneurysm using a vascular graft. Therefore, intraoperative spinal drain was used to reduce the risk of paraplegia. After the procedure, the pt developed symptoms of paraplegia. Steroids and naloxene were administered, and a postoperative spinal drainage was placed. However, no improvement was observed. On (B)(6) 2009, follow up revealed that paraplegia still remaining. On (B)(6) 2009, no improvement in the symptoms of paraplegia was observed. On (B)(6) 2010, the pt was discharged from the hospital. The pt's current status is unk.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.